Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d4: catalog updated and lot number to unknown. D4: UDI updated to unknown. D4: expiration date updated to unknown. G4: PMA/510(k) number k011028 and k013227. H4: device manufacture date updated to unknown. Reference updated to tsvb13 , per investigation results.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Patient weight: not provided . Fax number: not provided . PMA/510(k) number: additional number: k013227. Multiple MDR reports were filed for this event, please see associated reports: mdr298194. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported the implants at tooth sites # 23 & 25 were removed due to peri-implantitis.